Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2015, it was reported that the patient had let the pump run empty in (B)(6) 2015 because she felt that the pump was not giving her pain relief. The reporter was unsure if the pump was alarming. Now the patient wanted her pump refilled. The drug in the pump at the time of the event, the patient's pertinent medical history/concomitant medications, the event date, troubleshooting performed related to the not getting pain relief, the actions/interventions taken, the cause of the not getting pain relief, and resolution were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.